Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device fired across the lung tissue several times, then the instrument locked on the tissue. The second gun was opened and the case was completed. There were no adverse consequences to the pt.